Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported a right side pain and swelling of lymph nodes on the side of each implant, under the arm pits and exchange from textured to smooth implants due to concern with the product. Device remains implanted.